Event description:
It was reported that when the surgeon used the instrument to enter the abdominal cavity to clamp the intestinal tube, the orange small component on the staples fell off the abdominal cavity. The fallen part was found in time, and then it could not be cut and closed. Repeated attempts failed to make progress . Another device used to complete the surgery. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk . Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2022. Additional information: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) All answers above are unobtainable. Once there is any update, we will update the information.